Manufacturer narrative:
A complete manufacturing and material records review for the device model pvs23 and sn (B)(4) has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Further investigation ongoing.

Event description:
On (B)(6) 2021, a perceval valve model pvs23 was implanted as part of an aortic valve replacement procedure through rat. After implantation, during the echocardiogram check, bleeding from the perceval stent side occurred. There were difficulties in controlling the bleeding. The procedure was performed as indicated in the IFU, but due to the phenomenon that occurred, the surgeon determined that the operation could not be performed with the currently used product, so they explanted perceval medium size and the bentall operation was performed replacing a conventional valve (magna ease). No bleeding occurred this time, and the operation was well completed without any abnormality in the patient¿s condition after the operation. The patient remained stable during the procedure. Regarding the patient's baseline conditions, it was reported that severe calcification of the ascending aorta was identified. Prior to decalcification the pre-operative annulus measured 19.5 and the sino-tubular junction was 23.4. No device malfunctions were reportedly noted at the time of implant.